Manufacturer narrative:
(B)(4): oste investigation results: since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer and the sbc. The product was sold most recently on: 15.07.2016. Analysis: the information provided by the customer and the sbc is evaluated as plausible. According to the customer, they noticed during use that the ceramic tip of the inner sheath was broken. During their inspection, the sbc confirmed the reported issue. Furthermore, the sbc identified the following additional issues during their inspection: the sheath was leaking due to a damaged sealing ring. The model and lot number were worn. The sbc did not provide detailed photos of the reported issues. Please note: before the use of medical devices, the user must make sure that they are in a perfect technical condition, see also the corresponding warnings in the IFU: ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents and no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ cause: damaged insulation insert: based on the damage pattern, we assume that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). We cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Leakage due to damaged sealing ring: the reported issue was most likely caused by wear and tear and wrong handling. Considering the age of the product, the damage to the sealing ring most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. Worn model and lot number: the worn laser marking is most likely attributable to wear and tear (due to the age of the product) and to incorrect reprocessing. Risk analysis: the risk to patients, users, and/or third parties associated with the reported issues was evaluated as acceptable. Investigation level: for this complaint, the sbc reported the investigation level to be tier 2. Oste-hh confirms the reported investigation level. Clinical assessment: this is a tier 2 complaint. Since a complete and valid risk assessment is available for the reported issues, a clinical assessment is not required. No risk documents need to be updated. DHR review: item: a22041a, lot: 165w-0106, manufacturing date: 01.05.2016. A manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. CAPA screening: there is one relevant CAPA for the reported damage to the insulation insert: CAPA(B)(4), a22041a - insulation insert long term stability, initiation date 11.03.2019. Status: closed. The CAPA was closed in investigation status on 04.12.2020, no countermeasures are required. There is no CAPA associated with this device with respect to the remaining issues. Countermeasures: damaged insulation insert: CAPA(B)(4), a22041a ¿insulation insert long term stability¿ was initiated for this fault pattern (see also the results of the technical investigation of trep_100-143-562_de-en-ds_00). CAPA conclusion: ¿no further CAPA-actions required. Reason/comments: based on the field failure rate, which is nearly equal to the past years and the different kinds of possible damages, therefore there is no single root cause, no countermeasures will be implemented.¿ there are no further countermeasures necessary, because the associated risk is acceptable. Oste will continue to monitor the occurrence rate in the context of our quality management system. If necessary, oste will take further action in the future. Leakage due to damaged sealing ring/worn model and lot number: there are no countermeasures necessary, because the associated risk is acceptable. Oste will monitor the occurrence rate in the context of our quality management system. If necessary, oste will take action in the future. Containment actions: there are no containment actions necessary, because the associated risk is acceptable. Commercial decision: since this is an info complaint, a commercial decision is not involved.

Event description:
It was reported to olympus that a resection sheath had part of the ceramic tip that was damaged. The fragments did not fall into patient's body. The reported problem was found during use. The facility finished the procedure with the same one. There was no harm or user injury reported due to the event.